Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient underwent a hip revision approximately two months post implantation due to instability and an infection. During the procedure, while removing the head and liner, the stem fell out of the patient¿s femur. The head, liner and the stem were removed and replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D ¿10: continuum tm shell clust 52 ii; item#: 00-8757-052-01, lot#: 65792472; hxpe liner elevated ii 32; item#: 00-8752-010-32, lot#: 65780369; tprlc 133 fp type1 pps ho 8.0; item#: 51-101080, lot#: 3622261. G2 ¿ foreign ¿ new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.